Event description:
The reporter indicated that there is a large change in the ventricular lead impedance since the implant. The initial impedance was 717 ohms in october, 1998, and today it is 363 ohms (bipolar). Sensing and capture thresholds are stable and good.